Event description:
Implant loss due to extraction, implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, bone resorption. The implant was placed too close to tooth 13 despite the drilling template. The implant was therefore removed and replaced by another implant placed further distally.